Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 1213881 for label information missing (expiration date). This is the 1st related complaint for label information missing (expiration date) on lot # 1213881. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the syringe 0.5ml 28ga 1/2in bls experienced no label or missing label information. The following information was provided by the initial reporter: material no:329461, batch no: 1213881. Consumer called in to get information on expiration date. Explained product has expired. Consumer stated, the box was opened but not the packages. Stated, product was not used. Consumer sent catalog# 329461, but no additional information other then that.